Event description:
It was reported that the device broke inside the patient during a hip arthroscopy procedure. It was further reported that the doctor had to bring the patient back for a second surgery for retrieval of the broken piece.

Manufacturer narrative:
Additional information will be provided once investigation is complete.